Event description:
The initial attorney report alleged defective/pain/medical treatment/scarring/disfigurement/permanent injury. The following is based on the medical records provided by the pt's attorney: (B)(6) 2004: pt present to the ER with abdominal pain, vomiting, bruising, and cellulitis in the abdomen as a result of being squeezed in the stomach 1 week prior. Medical records indicate the pt has a cellulitis of the abdominal wall with a central eschar which is described as black. A CT scan showed ventral hernia. Pt was treated with antibiotics and discharged. On (B)(6) 2004: surgical consult. On (B)(6) 2004: repair of ventral incisional hernia with implant of bard flat mesh. On (B)(6) 2006: several office visits. Pt presenting with abdominal pain, nausea, and vomiting. Medical records show no further info beyond these visits.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the add'l info received. Medical records show a CT scan was taken (B)(4) 2006 showing an intra-abdominal hernia however, there are no further records to support any treatment. There is no way to determine root cause since no specific failure mode has been reported. Additionally there is no report of the mesh being removed and is assumed to remain implanted. No product has been returned for eval. A mfg review of device history records was performed and no evidence of a mfg related cause was found for the alleged event. With the currently available info, no conclusions can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.